Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation identified the cls was protruding slightly, causing pain when the patient was in a seated position. A revision procedure was performed, and the cls was repositioned to resolve the reported event.